Manufacturer narrative:
(B)(4).

Event description:
Reported as "multiple helium loss 2 alarms". The report states that "call dispatched from speedez regarding multiple helium loss 2 alarms. Verified no blood in helium tubing, no visible kinks, and patient lying flat. Rn hyperextended hip with no change in alarm frequency. Hr 103, so volume in iab decreased to 37cc then 35cc with slight improvement in bpw, but no change in alarm frequency. Leak test completed with pump failure. Recommended exchanging pump and sending current pump to biomed. Nurse had my direct number should any additional issues arise. Pump exchanged and sent to biomed. No additional questions or concerns from staff." No patient harm or injury, patient status is reported as "fine".

Event description:
Reported as "multiple helium loss 2 alarms". The report states that "call dispatched from speedez regarding multiple helium loss 2 alarms. Verified no blood in helium tubing, no visible kinks, and patient lying flat. Rn hyperextended hip with no change in alarm frequency. Hr 103, so volume in iab decreased to 37cc then 35cc with slight improvement in bpw, but no change in alarm frequency. Leak test completed with pump failure. Recommended exchanging pump and sending current pump to biomed. Nurse had my direct number should any additional issues arise. Pump exchanged and sent to biomed. No additional questions or concerns from staff." No patient harm or injury, patient status is reported as "fine".

Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.